Event description:
It is reported that pt underwent a revision surgery due to suspected metal allergy/(hydrarthrosis. Mom tha implanted in 2007, exact date unk).

Manufacturer narrative:
Info was forwarded by (B)(6), who had received that incident report from the hospital named above. The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure caused that alleged event. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).